Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. (B)(4). Concomitant medical products: concomitant med products due to character limitation: terumo sheath, chikai (asahi intecc) guidewire, envoy guide catheter, sl-10 (stryker) microcatheter, shoryu (kaneka medics) balloon catheter, enpower detachment control box dcb2000500 (dcb2). Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. (B)(4). The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a balloon-assisted coil embolization of an internal carotid artery aneurysm, the 4mm x 8cm galaxy g3 xfst (glx120408/l13114) thermo-mechanical coil was advanced to the target lesion and attempted to be detached, but the green ¿system ready¿ light would not illuminate. The physician disconnected and reconnected the enpower control cable (ecb00018200/s14553) but the same issue occurred. The complaint coil and control cable were replaced with new devices, and the coil detached successfully. Four additional coils were placed in the aneurysm and the procedure was completed without further incident or delay. No patient complications occurred as a result of the event. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. A pre-deployment electrical check was performed and no issue was detected. No unintended detachment was observed in the vessel or in the microcatheter. A terumo sheath, chikai (asahi intecc) guidewire, envoy guide catheter, sl-10 (stryker) microcatheter, shoryu (kaneka medics) balloon catheter, and enpower detachment control box dcb2000500 (dcb2) were also used in the case. The product will be returned for evaluation. No further information was reported.

Manufacturer narrative:
(B)(4). Section b5: additional information received indicated that all connections appeared to fit properly without application of excessive force. The coil was successfully removed from the patient without need for additional intervention. The delay in procedure was not deemed clinically significant. It was not reported if the user changed the detachment control box (dcb) at any time during the reported event or if the same dcb was used successfully with subsequent coils. It is not known if a ¿fault¿ light, ¿low battery¿ light, or ¿dead battery¿ light was visualized during the case. It is also not known if there was resistance encountered during advancement of the coil through the microcatheter or if an adequate and continuous flush was maintained through the catheter. Details surrounding relevant anatomical information, including vessel characteristics and size of aneurysm, were not reported. No further information could be obtained. Section e1 - initial reporter phone: (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). As reported by a healthcare professional, during a balloon-assisted coil embolization of an internal carotid artery aneurysm, the 4mm x 8cm galaxy g3 xfst (B)(4) coil was advanced to the target lesion and attempted to be detached, but the green ¿system ready¿ light did not illuminate. The physician disconnected and reconnected the enpower control cable (B)(4) but the same issue occurred. The coil was successfully removed from the patient without need for additional intervention. The complaint coil and control cable were replaced with new devices, and the coil detached successfully. Four additional coils were placed in the aneurysm and the procedure was completed without further incident or delay. No patient complications occurred as a result of the event. The surgical delay was not considered clinically significant. The products were stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. A pre-deployment electrical check was performed, and no issue was detected. All connections appeared to fit properly without application of excessive force. No unintended detachment was observed in the vessel or in the microcatheter. An enpower detachment control box (B)(4) (dcb2) was used in the case, but it was not reported if the user changed the dcb at any point during the event. Details surrounding relevant anatomical information, including vessel characteristics and size of aneurysm, were not reported. No further information could be obtained. A non-sterile 4mm x 8cm galaxy g3 xfst was received inside of a pouch. Visual inspection was conducted. The device positioning unit (dpu) core wire and hub connector were undamaged. The embolic coil was received outside of the introducer. The introducer was returned completely unzipped. The resheathing tool was undamaged. The device was then examined under a microscope. The v-notch of the resheathing tool was seen without damage. The articulating joint was present and intact. The distal outer sheath was seen intact indicating that the resistance heating (rh) coil had not heated, and the detachment process had not been initiated. The embolic coil was seen kinked, stretched, and tangled. The embolic coil distal ball tip was present and intact. The device was then connected to multimeter. The resistance of the device was measured and found within specification. The device was connected to the returned enpower control cable (B)(4) and a lab enpower detachment control box (B)(4). The power was turned on and the ¿system ready¿ light steadily illuminated. The articulating joint was then submerged in a heated enzyme solution and the detachment button was pressed. The device successfully detached. Microscopic evaluation indicated that the rh coil had heated. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. No non-conformances related to the reported complaint condition were identified. The customer report that the coil failed to detach was not confirmed during functional analysis. The detachment process was completed successfully after the device was tested within specification for resistance and connected to the complaint control cable and lab dcb2. The device was returned with no signs of the detachment process being initiated (softened distal outer sheath and the embolic coil still attached). The enpower dcb2 used in the procedure was not returned and could not be evaluated for functionality. There is not enough information to identify the cause of the reported event. However, undue force was likely applied to the device as the embolic coil was significantly stretched, kinked, and tangled. 100% of devices are inspected for damage at quality control (qc) final inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage. Failure to detach is a known potential product issue associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting should it be encountered during use. Per the IFU: ¿verify that the microcoil delivery system is fully connected, and no faults are indicted on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re sheathing the microcoil system, and replace with a new microcoil system.¿ neither the product analysis nor the device history review suggests that the failure could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure and damages noted to the returned embolic coil. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report that the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.